Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported malfunction was not duplicated or confirmed. The device was tested using the returned batteries. The device was subjected to extensive troubleshooting which included bench handling and functional stress testing without any discrepancies. The returned battery logs were reviewed and it did not show any signs of use on the reported event dates. The device's activity logs were not available for review as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.